Event description:
In 2008 - tech - wires on power cord showing. Found outer wire torn. Replaced power cord to resolve, part # 4733601. Based on the allegation, there is a potential electrical hazard and this is why this complaint is considered reportable.